Event description:
A user facility reported that during an intraocular lens (iol) implant surgery, a vitrectomy was performed and the lens was cut and had contact with the eye. In a follow-up with a nurse, she indicated the event was not caused by the iol, but it was unknown why the vitrectomy was performed or why the lens was cut.

Manufacturer narrative:
The product was not retuned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information was requested and received. (B)(4).